Event description:
A surgeon reporting having had 4 cases of endophthalmitis using the cataract surgical system and a laser assisted cataract surgical system recently. The customer is currently investigating the situation. They are looking into sterilization and possible air flow issues. The surgeon reports not having had any endophthalmitis cases in years, but 4 cases within the last 8 weeks. There were two patient affected in (B)(6) 2015. Three out of the for reported cases used both the laser assisted system and the cataract extraction system. On the fourth case, only the cataract extraction system was used. This file will represent one of the cases that occurred in (B)(6) .

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
With no additional, related information provided, the root cause of the customer reported event of endophthalmitis was not able to be confirmed. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).